Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is no longer receiving stimulation as the ipg is inoperable due to not charging it for about 2.5 months. The sjm representative confirmed the communication issue by suing multiple external devices. As a result, surgical intervention was taken to explant and replace the ipg (manufacturer database update).